Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause for the defective circuit board was not identified. However, it was determined to be likely caused by wear and tear damage caused with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation found there was no image available from the referenced device due to a defective printed circuit board. Additionally, the reported issue was confirmed and determined the (dx) board was defective and requites replacement. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
(B)(4) due to a report of the visera elite ii video system "recorder out defective" during an unspecified event. Upon inspection and testing, the device was found to have a reportable no image malfunction due to a defective printed circuit board. No patient injury or harm was reported to olympus.